Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent revealed stent damage. Strut segments 1-14 from the proximal end of the stent were undamaged; the remainder of the struts were stretched in a distal direction with struts extending over the distal markerband. The outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used, however the device got caught in the port part and it was unable to cross. The procedure was completed with a 3.5x20mm synergy¿ drug-eluting stent. No patient complications were reported. However, returned device analysis revealed stent damage.